Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which led to 46 inappropriate shocks that never lead to therapy exhaustion. However, surgical intervention was performed to determine the cause. When the physician opened the patient's pocket, a tug test was performed, which was normal, the physician then tested the device header trying to illicit noise, and nothing came through, then when the physician was probing around inside of the pocket near the lead suture sleeve, noise was observed. The physician noted that the leads were coiled in the pocket and when the lead suture sleeve was pulled back and the lead pinched, noise was observed and impedances rose to greater than 2000 ohms, and the r waves increased to greater than 25 mv. Occasionally the lead impedance measurements ranged from 420 ohms to greater than 2000 ohms, as a result, when the patient's own intrinsic rate came through, they could not tell if pacing inhibition occurred as a result of the noise. The decision was made to surgically abandon and replace this lead. To date, no adverse patient effects have been reported.